Event description:
While performing a periodic inspection and testing of the device, physio-control observed that the defibrillator would not charge. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control opened the device and observed that a connector jack, designator j23, on the therapy pcb assembly was broken. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.